Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed gap between distal tip and insulation. The device insulation was tested and passed. The probable root causes could be user misuse, user excessive force, improper cleaning and sterilization and normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.